Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced sizer, front cover, rear case, barrel clamp, tube/ sleeve drive, wiper seal, right iui and lower housing. Plunger gripper recall completed. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 25feb2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6)was performed which confirmed that this device was involved in a production failure (B)(4) for test failure - other/ 10 lb. Force verification failed, which does not correlate to the customers reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the syringe sizer sensor -failure. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device failed preventive maintenance, barrel clamp position test failed.

Event description:
The customer reported that the device failed preventive maintenance, barrel clamp position test failed.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 25feb2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was involved in a production failure (B)(4) for test failure - other/ 10 lb. Force verification failed, which does not correlate to the customers reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed preventive maintenance, barrel clamp position test failed.